Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced kinked cannulas within 3 hours of insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.